Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified yellow particles on the surface shell and an opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis as it is not possible to determine the cause of the event.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Healthcare professional reported left side "device rupture diagnosed radiologically" "silicon axillary nodes" and "sudden pain and deformity in the inframammary crease." Device remains implanted.